Manufacturer narrative:
(B)(4). Investigation summary: examination of the device confirmed the device had fractured depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively during impaction of femoral head to stem the ceramic head fractured. No patient harm, no fragment remaining in patient. Another head was available and used without issues. Surgery delay 9 minutes.